Event description:
As reported by the edwards lifesciences affiliate in spain, a patient received an evoque valve in tricuspid position where on post-operative day (pod) 1, patient experienced a complete atrioventricular (av) block and received a permanent pacemaker.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. No imaging was provided for review. As per medical opinion, the root cause of the event was contact with the conduction system as, during the procedure, a lot of pressure was done in the septal part of the valve to catch the septal leaflet. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.